Event description:
It was reported that during a cca (common carotid angiography) procedure, deployment difficulties were encountered. The non-calcified, de novo 80% stenotic lesion was located in the mildly tortuous left common carotid artery. The lesion was pre-dilated with an unspecified balloon. Post pre-dilation, a 50% stenosis remained. An unspecified 7fr guide catheter was placed and the 10 x 30mm carotid wallstent monorail stent delivery system was advanced over a non bsc guide wire to the lesion, however, the stent failed to deploy. The sds and guide catheter were removed together, intact as a unit, from the patient. Upon inspection, it was observed that the outer sheath of the sds was broken at the proximal guide wire port. Carotid wallstents were successfully placed. No patient injury or complications were reported. The patient's condition was reported as "stable".